Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device is not responding due to software issue. A technical support specialist remote into transip-p device then verified database and trimmed down the database size to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system device is not responding. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.